Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the night following the subcutaneous implantable cardioverter defibrillator (s-ICD) implant there were two episodes stored that were labeled as untreated. The duration of the episodes were approximately 4 and 8 seconds respectively, and appeared to be associated with a low amplitude qrs signal and noise. Optimization of the sensing vector was performed and a new sensing vector was chosen. Boston scientific technical services (ts) reviewed the strips and noted there appeared to be baseline wander and large deflections with oversensing; it was discussed that the observations could be from air entrapment. Evaluation considerations were reviewed. Additional information was received that the cause of the change in amplitude was not determined and an x-ray was not performed. No additional intervention is planned. The system remains in service.